Manufacturer narrative:
Ormco corporation was notified on january 22, 2016 by the competent authority of the (B)(6) that a complaint had been registered with regard to the ormco spintek instrument. The competent authority had been notified by an end user on august 14, 2015 that sterilization instructions had not been provided for the product. The end user stated that the parts could not be cleaned, processed, and reused until a cleaning process for the instrument had been approved. No serious injury was associated with this incident.

Event description:
Unable to supply confirmation of sterilization and decontamination on instruments.